Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with adjacent level stenosis superior to previous fusion; and underwent direct lateral interbody fusion at l2-l3. Intra-op, the cage crumbled upon implantation. Fragments of the broken cage were removed from the patient. No patient complications were reported.